Manufacturer narrative:
Additional information: medtronic received information that the screws placed breached the pedicle wall.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended.. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the analysis was inconclusive and probable cause was unable to be determined.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site registered the patient with a surface merge they thought was a good registration, but during navigation they were off. The screw broke off laterally on the t10 vertebrae. Further investigation found that the anatomy had moved above the reference frame. This was due to the patient's unstable fracture. When the site checked anatomy below the fracture it was fine, but above it was off. They used flouro to continue and there was no impact to the patient.